Manufacturer narrative:
Device evaluation: lens returned in a lens vial with liquid. Visual inspection found that the lens optic is torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+1.5/138 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. Reportedly, the lens was upside down after wrong manipulation. This occurred on (B)(6) 2019. The lens was removed intra-operatively. On (B)(6) 2019 an alternate lens was successfully implanted. The problem is noted as resolved and "no patient injury" is noted, however surgeon states patient still complains of halos, especially during night driving. In addition, corneal decompensation is noted. Attempts to obtain additional information have not been successful. Reference MFR report# 2023826-2019-00935 for reporting regarding halos with replacement lens. The cause of the event is reported as user error.